Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. The device has been returned; product evaluation is currently underway. Results - results pending completion of evaluation.

Event description:
It was reported the device was heating up. There was no report of patient impact or injury.